Event description:
It was reported by service report that the patient left siderail is not locking upright and the toprail was broken with share edges. No patient involvement or adverse consequences are reported.